Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Mechanical influences like the reported trauma, may have led to a weakening of the fixation and therefore may have led to device mobility. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The child no longer has any hearing sensation with the device since two months. It is reported that the child has neurological abnormalities and repeatedly hits his head. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child has no hearing sensation with the device since two month. It is reported that the child repeatedly hits his head.